Event description:
The customer reported receiving a button error alarm as well as having high blood glucose. The customer's blood glucose was 506 mg/dl and was treated with a bolus. The customer's blood glucose was 259 mg/dl at the time the issue was reported. The customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.